Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 436 mg/dl. Customer stated doesn't want to do troubleshooting because she is going in for surgery on monday and wants pump replacement. Customer was advised that we are sending replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 436 mg/dl. The customer manually gave a bolus of 20 units with the pump. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Multiple boluses were program; the boluses were delivered and properly recorded in the bolus history and daily totals, the no delivery alert functioned properly during our testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.